Manufacturer narrative:
As of 03/03/2021 aso has not received yet the manufacturer investigation on the issue. Aso reviewed records of biocompatibility tests without any issues noted. Refer to section of this report for further details.

Event description:
On the initial report received by aso on 02/05/2021 consumer reported that she used the product to cover a wound on her leg where she had surgery. Consumer states that product caused irritation and discomfort. On a call received from consumer on 02/09/2021 she stated that the wound and surrounded area are red and irritated, she also stated has treated the wound for 2 months and the irritation happened the first day after using this particular product. Consumer added sought medical attention and that the doctor told her the irritation looked like an allergic reaction to the product.